Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced an intermittent out of range signal. No additional patient or event information is available. No product or data were provided for evaluation. The reported intermittent antenna icon could not be confirmed. A root cause could not be determined.